Event description:
It was reported that the system responded with error 3 during pre-run test. The customer was unable to resolve the issue. There was not another handpiece available. The case was planned to be laparoscopic, but the doctor converted to open procedure because of the issue. The device will not be returned at his time. Additional info requested: did the account not have other laparoscopic equipment available in the or? Why the convert to open? Was the convert to open a direct result of the handpiece giving an error code 3? Was the pt already on the table and prepped when the system was tested prior to use? What is the pt's sex, weight, height?

Manufacturer narrative:
Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot# for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.